Event description:
The procedure was to treat an ami patient. A penta stent 4.0x23 was directly stented, but on the angiogram and ivus, the stent appeared to have expanded uneven due to the calcification. Post-dilation was performed twice (20 atm/40 seconds and 20 atm/30 seconds) with another company's 4.0x20 balloon catheter, and then a perforation was noted. Inflating an esprit four times treated this and the bleeding stopped, but a dissection was noted from the stent toward the peripheral. To treat this, a penta stent 4.0x15 was inserted and deployed at 10 atm/20 seconds and 4 atm/30 seconds, at which time a second perforation occurred. This was treated with an esprit at 4 atm/6 minutes. In addition, a penta stent 4.0x13 was deployed at 8 atm/15 seconds. Right after this, it turned 'no flow' at the rca. Urgently an iabp was inserted and the patient was treated with a heart massage. In the meantime the setup for the CABG was completed. Reportedly, after the CABG was performed successfully, the patient was under stable condition but patient passed away in the early evening of the following day.